Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was a loss of ventricular capture. The lead was repositioned and once again there was a loss of capture. The lead was removed and blood was observed entering the body of the lead. Damage to the insulation was suspected to have occurred at the time of fixation. A new lead was implanted. No patient complications have been reported as a result of this event.